Event description:
It was reported that there was a leak at the connection between the patient line of a homechoice automated pd set with cassette and a solution bag. This occurred during set up for peritoneal dialysis therapy. The patient was not connected at the time of the event. The caregiver (cg) stated that the connection between the patient line and the solution bag was loose because they had not tightened it enough. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, this is a report of a leak at the connection of the patient line and a supply bag where the caregiver reported not connecting the supply bag to the patient line securely. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. It provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.